Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was having their scs (spinal cord stimulation) system explanted today because it wasn't providing benefit to the patient about 6 months after implant. It was noted that the patient was implanted 2 years ago but the caller was unable to find the patient in his system. No further complications were reported. Follow-up was conducted.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-15. The rep stated that the reported issue was not with our device. It was with a competitor¿s product. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.